Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: event date should have been (B)(6) 2018 rather than (B)(6) 2018. Correction: the date received by manufacturer for the initial report should have been oct 4, 2018 rather than oct 5, 2018.